Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. There was no patient contact. If explanted, give date: not applicable, as the lens was not implanted. There was no patient contact. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge portion of a pcb00 preloaded device was observed to be cracked, including the tip. There was no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/29/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was observed broken in two parts. The pcb00 device was observed under microscope and no viscoelastic residue were observed. Dfu states to completely fill the viewing window of the pcb00 with ovd. The lens was observed in the storage chamber. The cartridge was observed positioned and without damages, no lubricant residue were observed. The complaint was not verified in the returned sample. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.